Event description:
It was reported that the patient received an appropriate shock therapy, but that after the shock there was noise, and then the patient received "a few more shocks" due to oversensing. The lead was to be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.